Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separation.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-07. H6: investigation summary: customer returned (4) loose 0.3ml bd insulin syringes. The customer reported needle hub separation. The returned samples were examined, and it was observed that 1 of the returned syringes featured a detached needle hub/shield assembly. No damage to the barrel tip was observed. The remaining 3 syringes did not exhibit hub separation; the cannula shields were able to detach as expected. A review of the device history record was completed for batch # 0177612 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure hub separates. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 3 bd insulin syringes with bd ultra-fine¿ needles experienced hub separation from the device. The following information was provided by the initial reporter: consumer reported needle hub separation.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.